Manufacturer narrative:
A single used d1000 tego was returned for investigation with a domed seal observed and confirmed. The top surface slit was open due to the doming. The probable cause of the domed seal on the second sample is due to lack of adhesive applied during the manual assembly of manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Event description:
The event involved a tego¿ connector where the customer reported a hole in plastic caused air to enter patient catheter. The event happened during patient use and air drawn into connector. There was a hole in the outer covering. There was patient involvement and unknown adverse events.